Event description:
It was reported that the right ventricular (rv) lead, right atrial (ra) lead, left ventricular (lv) lead and the implantable cardioverter defibrillator (ICD) exhibited high pacing impedance. No further information was received.